Event description:
It was reported that patient experienced hypotension and procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal end of left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced but failed to cross the lesion. However, the patient had experienced a sudden decrease of blood pressure and so, the procedure was cancelled and was not completed. No further complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The tip is damaged. Inspection of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
It was reported that patient experienced hypotension and procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal end of left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced but failed to cross the lesion. However, the patient had experienced a sudden decrease of blood pressure and so, the procedure was cancelled and was not completed. No further complications reported and the patient's status was stable.